Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number. Evaluation summary: the device was returned for analysis. The reported bent device (elbow on the wrong end) was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices after an diagnostic procedure. Reportedly, the suture of one proglide device "pulled out". A second proglide device was used; however, the device "elbow" - the bend was on the wrong end. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant. No additional information was provided.